Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it stopped ventilating while on a patient. The customer stated the patient was manually ventilated while the ventilator was exchanged. There was no harm or injury to the patient.

Manufacturer narrative:
The vyaire business partner evaluated the suspect device and no failure was detected, no parts were replaced and the device was returned to the end user facility. No sample is available for return, therefore no further investigation can be performed.